Event description:
Technician alleged that the head section was not raising.

Manufacturer narrative:
Technician found that the head up valves were stuck. Technician removed the valves, repaired them and re-installed them to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.